Event description:
It was reported that cartridge alarm 20 occurred during load process and caller experienced cartridge alarms with consecutive cartridges on pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed shipping details, arranged replacement pump under warranty.